Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a follow-up, dislodgement was observed on all 3 leads. The leads were explanted when repositioning was unsuccessful.